Manufacturer narrative:
H2: additional information: h6 patient code 1710 added. H6 results code 3233 replaced with 213. H6 conclusion code 11 replaced with 22 and 4315. The stents remain implanted in the patient. The delivery systems were requested, but they had been discarded by the site. As the lot numbers were not reported, a lot history record review was unable to be conducted. Risk assessment review confirmed that thrombosis is captured as a foreseeable event. Per cobra pzf instructions for use thrombosis is labeled as a potential adverse event. Only one still photo was provided showing thrombosed rca at the proximal mid-level. Causes of the acute stent thrombosis can be multi-factorial and can include patient medical history and comorbidities; not responsive to the antiplatelet therapy; vessel morphology; thrombogenic vessels; increase in stent surface reactivity; stent thrombogenic for patient; stent heated excessively by magnetic field; stent expanded beyond design intent; stent overstressed leading to fracture, stent is under underexpanded or vessel dissection. While the exact cause of thrombosis is not able to be determined with certainty, the most likely cause in this case is related to patient medical history and comorbidities (including myocardial infarction with cardiac arrest and multiple defibrillations on presentation, prior and after stent implantation). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A 60-year-old female patient with a history of coronary artery disease (1st myocardial infarction occurred at age 30 years) presented with myocardial infarction with st elevation in the inferior leads, and ventricular tachycardia / vfib cardiac arrest on (B)(6) 019. The patient was defibrillated several times and intubated. After patient was stabilized, angiography showed significant disease in the proximal right coronary artery (rca). After administering 8,000 units heparin (loading dose), and after pre-dilatation via right femoral access, a 3.0x24mm cobra pzf¿ nanocoated stent, followed by a 3.0x8mm pzf¿ nanocoated stent were deployed in the proximal rca. Post-dilatation was then performed in proximal rca; the patient required multiple defibrillations for ventricular fibrillation episodes during the procedure before and after stenting. The case was concluded. Post-procedure activated clotting time (act) was 233. The patient was then transferred to cticu in stable, but critical condition with prognosis guarded. The patient was continued on lidocaine and amiodarone drip, as well as aspirin, brilinta, and other medications. The patient returned to the cath lab later the same morning due to chest pain. Coronary angiography showed thrombosed rca. An angiojet device was placed in the proximal rca and thrombectomy was performed. The mid rca was then pre-dilated followed by deployment of a 3.0x24 cobra pzf¿ nanocoated stent then post-dilatation in the mid rca. Ventricular fibrillation continued and the patient was again defibrillated. An impella pump was placed and the patient was transferred back to cticu. No additional information was provided.

Manufacturer narrative:
The stent remains implanted in the patient. The investigation is not yet complete. A follow-up report will be submitted with relevant additional information. The 3.0x8mm cobra pzf mentioned is being filed under a separate MFR number.

Event description:
A (B)(6)-year-old female patient with a history of coronary artery disease (1st myocardial infarction occurred at age (B)(6) years) presented with myocardial infarction (code mi) with ventricular tachycardia / /vfib cardiac arrest on (B)(6) 2019. The patient was defibrillated several times and intubated. After patient was stabilized, angiography showed significant disease in the proximal right coronary artery (rca). After administering 8,000 units heparin (loading dose), and after pre-dilatation via right femoral access, a 3.0x24mm cobra pzf¿ nanocoated stent, followed by a 3.0x8mm pzf¿ nanocoated stent were deployed in the proximal rca. Post-dilatation was then performed in proximal rca; the patient required multiple defibrillations for tachycardia episodes during the procedure. The case was concluded. Post-procedure activated clotting time (act) was 233; patient was given another 3,000 units heparin. The patient was then transferred to cticu in stable, but critical condition with prognosis guarded. The patient was continued on lidocaine and amiodarone drip, as well as aspirin, brilinta, and other medications. The patient returned to the cath lab later the same morning. Thrombectomy was performed in the proximal rca using an angiojet device. The mid rca was then pre-dilated followed by deployment of a 3.0x24 cobra pzf¿ nanocoated stent then post-dilatation in the mid rca. Ventricular fibrillation continued and the patient was again defibrillated. An impella pump was and the patient was transferred back to cticu. No additional information was provided.